Event description:
A mother reported that her daughter was diagnosed with keratitis while using renu (unknown type). The patient saw one doctor prior to and one doctor during her family vacation. The patient presented to the first doctor in 2006, complaining of discomfort in her right eye for the prior two days. The doctor stated that the eye had a white haze with aqueous flare. His diagnosis was a sterile, corneal ulcer with iritis. The ulcer was not in the central 4mm of the cornea. He prescribed zymar (gatifloxacin) every 2 hours and cyclopentolate. He did not relate the event to any specific product. Two days later, the patient presented to the second doctor. This physician noted that the patient continued to experience a mydriatic effect in her right eye, secondary to a dilating agent administered two days prior. He diagnosed her with contact lens related keratitis in her right eye, which was presumed bacterial. The patient was continued on zymar qid. The patient had a follow-up visit six days later, and her keratitis was improved. Zymar was discontinued. The patient recovered.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint, since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.